Manufacturer narrative:
Concomitant products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3058, serial # (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3889-28, lot# va09e62, implanted: (B)(6) 2013, product type: lead, product ID: 3889-28, lot# va09c5d, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
(B)(4) (hcp): it was reported that patient returned from health care provider (hcp) office and stated the neurostimulator (ins) was turned off and wanted to turn it back on. It was indicated that patient had two ins; the right side was at 4.9 and the other side at 5.6. It was indicated that they are trying to make the bladder stimulate so patient could void. It was indicated that patient only has one kidney and has kidney disease with a full catheter in place. The health care provider reported that from his understanding they are trying to make the muscles work so patient could void on his own. It was indicated that the left side showed 5.9v on program 3 and caller did see the lightning bolt. It was indicated that while the caller was changing the setting since the hcp orders was saying 4.9, patient was not feeling any stimulation. It was indicated that patient was concerned caller was using the antenna and not using the programmer. It was indicated that the caller then tried to use the programmer on the skin instead of using the antenna and was unable to communicate after a couple times. It was indicated that patient was concerned that he was feeling the stimulation at the hcp office a day prior to this call and now he was not feeling anything. It was noted that after that antenna was plugged into the programmer caller was able to communicate with ins again. The patient was not feeling stimulation at 4.9, hcp decided to increase stimulation a little to 5.9v again and patient was feeling stimulation. It was indicated that caller tried to communicate with the right side it was noted that patient was at 4.1 on program 4 and caller was seeing the lightening bolt but was not feeling any stimulation. It was indicated that stimulation was increased to 5.0 and patient was feeling some stimulation. The patient indicated that he was not feeling the same sensation as at the hcp¿s office. It was indicated that patient had urinary retention. The caller was unsure on when the symptom started since had only patient for a couple of months. It was indicated that patient had other conditions and was new to him. A follow-up report will be sent if additional information becomes available. This event was also reported under manufacturer report #3004209178-2014-09149.